Event description:
Information received from the field does not address the patient's clinical status but notes that the device was programmed to 80 ppm at the previous follow-up. The patient had a CT scan at which time the presenting rate was 55 ppm. The device was programmed to 80 ppm and the patient will be monitored.